Event description:
It was reported that t:slim x2 pump battery did not charge even though charging icon displayed, and battery level continued to drop. There was no reported impact to the customer¿s blood glucose level. Customer reverted to backup insulin injections while waiting for replacement pump already arranged due to previous report of pump feeling hot to touch, and no further investigation was performed.